Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found missing characters on the led display. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that only part of the indicator light on the front panel lit up when the power was turned on. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was the defect of the display unit. However, the cause of the faulty display unit could not be identified. It was also confirmed that the central bar in the middle of the three columns of the integrated flow rate did not respond. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.